Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information indicates the lead was capped and replaced on (B)(6) 2015. The patients condition post procedure was fine.

Event description:
It was reported that during routine follow-up of an asymptomatic patient, low impedance was observed on the right ventricular lead. An undersensing of r-waves was also noted. Device reprogramming was performed and the lead remained implanted.